Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. Failure analysis found the primary failure of broken grip cable to be related to the customer reported complaint. The instrument was found to have a broken grip cable at the distal end. Distal idler pulley spun freely and did not exhibit any damage. Root cause is attributed to a component failure. The following additional observation was not reported by the site: the instrument was found to have conductor wire insulation damage, exposing the internal wires of the conductor wire as a result. The conductor wire insulation damage was located at the bipolar yaw pulley at the distal end. There was no missing material. Electrical continuity was tested and passed. The root cause is attributed to a component failure. A review of the site's complaint history does not reveal any related or duplicate complaints involving this product and/or this event. A review of the instrument log for the maryland bipolar forceps (part # 470172-16 /lot # n12191216-0269) associated with this event has been performed. Per logs, the instrument was last successfully used on (B)(6) 2020 on system sk3628. The instrument has a maximum 10 uses and there was only 1 use left. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. The maryland bipolar forceps is a multiple-use electrosurgical endoscopic instruments with a grasping tip to be used in conjunction with the da vinci system and an external electrosurgical unit (esu). The instrument is designed to provide energy from the designated location on the instrument (the tip) to the planned anatomical location when used as intended. The energy is activated by pressing the designated pedal on the surgeon side console (ssc). Based on the additional information obtained from failure analysis investigations, this complaint is being reported due to the following conclusion: the instrument had insulation damage with exposed conductor wire with no evidence of mishandling or misuse. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, a single jaw of the maryland bipolar forceps instrument was not working and the inner cable was broken. The procedure was completed with a back-up instrument with no reported injury.